Manufacturer narrative:
Additional devices implanted and involved in this event: (B)(4). Patient medications include aspirin, hydrochlorothiazide, lisinopril, and loratidine. (B)(6).

Event description:
On (B)(6) 2013, the patient underwent treatment of a 4.4 cm abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. It was reported the rlt351414 was implanted just below the renal arteries, and the (B)(4) was implanted directly within the rlt351414 with no proximal extension to provide more radial force in an angulated neck (angle unknown). The (B)(4) and (B)(4) were reportedly implanted using a ballerina technique. On (B)(6) 2014, the patient was in a motor vehicle accident (mva). On (B)(6) 2015, the patient presented with back pain, and an MRI reportedly showed an unknown finding anteriorly with aneurysm enlargement to 5.5. Cm. On (B)(6) 2015, a CT scan showed ~2-3 cm distal migration of the rlt351414 and (B)(4). Contrast was reportedly seen at the proximal portion of the endografts. It was reported that ~ 2 cm distal to the proximal end of the devices, the devices appear sealed against the aorta with good wall apposition proximally, but just above the trunk bifurcation, contrast is again seen. The origin of the contrast is reportedly unknown. There was no reported migration, kinking, or vessel coverage involving the (B)(4)and (B)(4). However, the devices reportedly appear more "flexed" or "crossed" the iliac arteries. According to the report, it is unknown if the migration occurred prior to the mva or if the migration occurred as a result of the mva. It was reported the physician plans to intervene to treat the migration; however, no procedures have been performed to date. No further adverse events were reported.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion code. The cause of the distal migration is reportedly unknown.

Event description:
On (B)(6) 2015, an intervention was performed to treat the distal migration whereby an additional device was placed just distal to the renal arteries. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.